Event description:
It was reported that the customer had a calibration error and change sensor alarm on the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer is experiencing intermittent calibration error alerts. The customer is using a single meter for calibrations. The customer was advised to consider setting jup a schedule to calibrate, selecting convenient times when blood glucose are expected to be stable such as after waking, before bed, before meals. The customer was to change sensor due to change sensor alarm.

Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.